Event description:
Daughter reports that the customer did not receive the replacement meter and therefore, was not able to test his blood glucose. She reports her father's blood sugar" went very low" (to) 10mg/dl and he lost consciousness, was treated with orange juice by paramedics and transported to a local hospital. It is unknown what treatment the customer received while in the hospital. There was no report of death or mistreatment in this case.

Manufacturer narrative:
Replacement meter and strips have been sent to the customer. No investigation is required. Therefore, this report is the final report.